Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel in the forearm. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6 atmospheres for 10 seconds upon first inflation. The device was removed, and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.